Manufacturer narrative:
It was reported that the device "did not close all the way so it did not cleanly cut through the tissue. Due to this, a new device was used and caused bleeding and trauma to the area. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Instrument would not close all the way.

Manufacturer narrative:
Updated d2b.